Event description:
The customer reported that the pump module alarmed for occlusion. While assessing the IV, the "rn heard a loud pop" and fluid sprayed all over the ceiling. The IV tubing had snapped off at the hub above the IV pump chamber resulting in the medication dripping all over the floor. No patient or staff harm reported.

Manufacturer narrative:
The customer¿s report of separation of the silicone segment was confirmed. Visual examination observed that the silicone pump segment had become completely separated from the upper fitment. The upper retainer ring was no longer in place, but the presence of a ring indentation indicated that a retainer ring had been present at one time. Because the upper retainer ring was not received, functional testing of the set was not possible. The root cause of the separation was not identified.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.